Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of automatic mode switching were noted that were falsely detected due to atrial noise. The physician decided to not take any action. The lead remains implanted and will continue to be monitored. The patient is in stable condition.